Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 507652 lead implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high superior vena cava (svc) impedances of greater than 200 ohms. The svc coil was programmed off, while the rest of the lead remains in use. No patient complications have been reported as a result of this event.